Event description:
The customer stated that falsely high alinity I stat high sensitive troponin-I results are occurring for approximately one patient every two months. No initial findings were found on echocardiography for these patients. It is unknown whether IV contrast was used for echocardiography. It is unknown whether any of the patients were pregnant females. There was no resulting patient harm from the unnecessary echocardiography procedures. No additional patient information is available.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot and testing cannot be performed since the lot number is unknown. The ticket trending review of at least 12 months complaint data for the likely cause list number did not identify any related trends regarding commonalities for the issue. Device history record review did not identify any non-conformances or deviations associated with the likely cause list number and the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay worldwide. The review shows that the median patient results for the lots reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I was identified.

Event description:
The customer stated that falsely high alinity I stat high sensitive troponin-I results are occurring for approximately one patient every two months. No initial findings were found on echocardiography for these patients. It is unknown whether IV contrast was used for echocardiography. It is unknown whether any of the patients were pregnant females. There was no resulting patient harm from the unnecessary echocardiography procedures. No additional patient information is available.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.